Event description:
Device 1 of 3. Reference MFR report #: 1627487-2012-06403 and 1627487-2012-06404. It was reported the pt was no longer receiving adequate coverage. It was also reported the pt experienced overstimulation. An impedance check was performed and revealed invalid impedance. Reprogramming was unsuccessful. As a result, the pt¿s ipg was explanted and replaced with a different model. The pt¿s extensions were explanted and replaced with two leads. The replacement devices resolved the pt¿s issues. The extensions will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.